Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a scratch, failed to deliver the insulin during bolus, found a motor error alarm and a louder noise while the pump rewind and the buttons were hard to push and battery was not lasting. Troubleshooting could not be performed. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms were noted during testing. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file reveals there were a total of five (5) no delivery (insulin flow blocked) alarms, listed below: (B)(6) 2022 14:25:48 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2022 21:28:08 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2022 21:30:36 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2022 21:32:28 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2023 07:51:48 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. All buttons functioned properly and no motor noise during rewind or pump operation noted. No excessive/unusual battery or motor related alarms were noted in the history files. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unexplained insulin flow blocked alarms, motor errors, and noisier rewind anomalies are not confirmed. Low battery life and keypad anomaly are not confirmed. Cosmetic damage on the pump is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.